Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr), and a posterior leaflet prolapse. A mitraclip nt was implanted on the lateral a3 and p3 leaflets. The mr was reduced to grade 1. On an unknown date, an increase of mr was observed due to an anterior prolapse from a chordal rupture. The mr was grade 4 and the patient was hospitalized. On (B)(6) 2022, the patient presented with grade 4 degenerative mr, a prolapsed anterior, and a pre-existing chordal rupture. A second mitraclip intervention was performed. An additional mitraclip nt was to be implanted on a2 and p2 leaflets, lateral to the primary clip. During gripper orientation in the left atrium, the posterior gripper could not be lowered. The gripper lever was push and retracted several times, but movement was not observed. Tension was released, advancing and retracting the delivery catheter (dc) handle, but the gripper could not be moved. The nt was replaced with a new nt clip, and the mr was reduced to grade 1. There was no indication of an adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close associate with the gripper actuation issues was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult to open or close (gripper actuation-single). There is no indication of a product issue with respect to manufacture, design, or labeling.